Event description:
The customer reported a leak of clenz reagent in the right side compartment of the hmx al instrument. The volume was reported as approximately 40 ml and the leak was not contained. There was no biohazard exposure to mucous membranes or open wounds. No patient sample results were affected by the issue.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse found the tubing in pinch valve 37(pv37) was worn with a small hole causing the leak. The fse replaced the tubing at pv37 to resolve the leak reported. (B)(4).